Event description:
It was reported by the patient¿s legal guardian that blood glucose levels rose above 15 mmol/l (270 mg/dl) while wearing the pod between 25 and 36 hours on the leg. The patient¿s legal guardian reported that the pod fell off, resulting in the cannula becoming dislodged from the infusion site. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.